Manufacturer narrative:
The reported event of high pacing impedance on the lead was not confirmed. The device was returned in one-piece for analysis. Electrical, mechanical, and longevity analysis was normal with no conductor fractures or internal shorts found.

Event description:
It was reported that during initial implant procedure, high and out of range pacing impedance was noted on the lead. The lead was not used and not replaced. The patient was stable.